Event description:
Additional information noted that the care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Corrected information for the initial MFR 1220648-2024-20676 was provided in sections b1, b2, b5, h1, and h6.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, there were no anomalies discovered, and the reported purge disc/flag issue could not be duplicated. Therefore, the root cause could not be determined the failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During set up of the device, the device exhibited a "purge disc alarm". The staff tried a few times to remove/reset but message did not go away. The purge cassette kit set was replaced, and same message appeared. The aic was replaced, and no further issues were reported. No report of patient harm or injury.